Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset process, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.